Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air/water channel and cylinder when dry. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely that foreign material was not removed due to imperfection of proper reprocessing caused by leakage from bending section cover. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use: detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.